Event description:
The reporter indicated that during a f/u check on 2/10/98, measured ventricular impedance indicated high ohms. After reprogramming to the unipolar mode, oversensing was observed. A lead fracture is suspected, and the lead was replaced.